Event description:
The complainant reports an under delivery. The intended rate was 300ml over 1 hour, however the pump delivered 200ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, which is the same or similar to a device that is marketed domestically. The device has been returned for evaluation. The evaluation is not complete at this time.